Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing impedances out of range boston scientific technical services (ts) discussed that it is a medical decision whether to intervene at the device changeout or continue monitoring the rv lead. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead was surgically abandoned due to high pacing thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing impedances out of range boston scientific technical services (ts) discussed that it is a medical decision whether to intervene at the device changeout or continue monitoring the rv lead. This device remains in service. No adverse patient effects were reported.